Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer also reported receiving a no delivery alarm. The customer declined to troubleshoot for the no delivery alarm. The customer also reported they were not hospitalized for the high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.